Event description:
Consumer called to report their family member's meter reading "high and adjusting insulin to bring it down. Pt woke up at night shaking and an ambulance was called -- blood sugar reading was 15. Taken to the hospital for treatment.